Event description:
It was reported that the pt complains of back pain and hip pain. Pt is scheduled to see doctor on (B)(6) 2012.

Manufacturer narrative:
The pt is (B)(6). It was indicated that the device is not available for eval, as it is still implanted. Add'l info has been requested and if received, will be provided in a supplemental report.